Event description:
The customer called to report high bgs. Bgs were not treated. Troubleshooting was performed. The customer stated that they changed the set. The customer indicated that the bgs were treated with the pump twice and their legs feel like mush under them when they stand up. The customer did not have the sets, or syringes, or insulin with them. Advised the customer to go to the emergency room as is showing signs of dka. Later, the customer called back to complete the troubleshooting. The pump passed the functional testing. However, the time was off by an hour and a half, the basal rates include four changes within the time that bgs fluctuated after going to bed. Also the customer found that the cannula was bent when it was removed at the hosp. The customer mentioned that they usually tape the set using the sandwich method with an add'l tape over the first layer. During the call the customer informed that they were hospitalized for high bgs.